Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'shut off during therapy' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages but not reproduced during service. No power cord or battery module was returned with the device. Evaluation did not reveal a device malfunction related to the failure. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on (B)(6) 2020 due to system error 345 alarm. Service evaluation verified the system error 345 alarm. The cause was identified to be an out of specification thermistor reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during patient use. The event happened at the (B)(6) hospital, (B)(6). There was no known patient injury or medical intervention associated with this event. No additional information is available.